Manufacturer narrative:
This medical device report (MDR) is being submitted outside the standard 30-day reporting timeframe due to corrective actions taken following a nonconformity identified during an mdsap audit /inspection.

Event description:
This adverse event occurred outside of the u.s. However, as there is a similarly marketed device in the u.s., an MDR is being filed. It was reported that a duramatrix had been mistakenly used in a patient's hand instead of a bone graft. The nurse grabbed the wrong product. Procedure was completed successfully. Surgeon has no concerns provided the graft dissolves and is absorbed into the body. No further adverse patient outcomes/consequences reported. The device was not returned for investigation. The device history and complaint history records were reviewed and confirmed that the device was manufactured to specification. The product labelling and packaging from the reported lot was reviewed and found to be conforming. Per the product's instructions for use, the device is designed for use in cranial or spinal procedures where primary suture closure of the dural defect may not be feasible. If any additional information is provided, the investigation will be reassessed. Product surveillance will continue to monitor for trends.